Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. H6: component code: mechanical (g04) - rasp. Upon visual inspection the fin near the broach handle location had fractured from the device there was scratching on the remaining fin. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to a hip procedure, it was found that a chip was missing from where the broach handle is inserted into the broach. A new instrument was used in the procedure. There was no direct patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.